Event description:
Initial reporter indicated that their daughter had 152 seizures a day before vns therapy. She was seizure free for a time, and now she reports that her daughter is not feeling the magnet swipes which she was feeling before. It was also reported the patient had a change in seizure intensity.